Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an issue with his one touch ultra meter's calibration code. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the night of (B)(6) 2012. He denied taking any medications to manage his diabetes and due to the alleged issue he also denied making any changes to his usual diabetes management routine. The patient claimed one hour after the alleged issue started, he felt tired, sweaty and almost passed out. He denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that issue was resolved and the patient was able to code the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.